Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 468 mg/dl. The customer assisted on high blood glucose level. Customer reported that they contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The insulin pump was not returned for analysis.